Event description:
It was reported that the customer has allegedly seen a steady increase in pressure ulcers. No individual units with the alleged issue have been identified and no adverse consequence or clinically relevant delay in treatment has been reported.

Manufacturer narrative:
This MDR was originally submitted on february 16, 2016. The ack 1 for this submission was received on february 16th, however, the ack 3 was never received from FDA. Stryker contacted the esg helpdesk and ticket (B)(4) was opened for the issue. As a result, the MDR had to be resubmitted and the ack 3 for this MDR was received on february 23, 2016, outside of the 30 day reporting window.

Event description:
It was reported that the customer has allegedly seen a steady increase in pressure ulcers. No individual units with the alleged issue have been identified and no adverse consequence or clinically relevant delay in treatment has been reported.